Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent a thorough analysis. The cylinders were visually inspected, and leak tested. The first cylinder had wear at folds in the middle and proximal areas of the cylinder and a hole at the corner of a fold in the proximal end of the cylinder. The second cylinder had wear at folds in the middle, distal, and proximal areas of the cylinder. Both cylinders passed leak testing. The reservoir was visually inspected, and leak tested. The reservoir passed all inspection and testing. Analysis could not confirm the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not functioning as intended. A revision procedure was performed and it was found that the tubing between the pump and the reservoir was broken. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis was not functioning as intended. A revision procedure was performed and it was found that the tubing between the pump and the reservoir was broken. The device was removed and replaced. There were no patient complications.